Manufacturer narrative:
The customer provided additional information that states on 23aug2021 a potential false positive (positive with near method and negative with pcr) occurred. Not on 06sep2021 as orginally reported.

Event description:
The customer reported an unconfirmed false positive result with the ID now covid-19 assay performed (B)(6) 2021 on an unknown sample. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.